Event description:
It was reported that during tka the surgeon implanted a cemented femoral component instead of an non-cemented implant unintentionally. Revision surgery scheduled.

Manufacturer narrative:
The associated complaint device was not made available for evaluation. After repeated requests, smith and nephew cannot obtain enough information about the device mentioned. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation noted that this patient underwent a revision of the right femoral component one week post-tka. The complaint reports that the surgeon intended to implant a cementless femoral component. However after the surgery, it was brought to the surgeon¿s attention that a ¿cemented¿ femoral component was actually implanted without the use of cement. A revision of the femoral component was performed using a cemented, oxinium-coated femur. Primary and revision operative reports were provided which indicated the femoral component was ¿hammered in¿, not cemented. Based on the limited information provided, the root cause of the surgeon using a cemented device without the use of cement cannot be determined, however user error cannot be excluded. The patient impact beyond the probable pain and revision procedure itself cannot be concluded. No further medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Results of investigation: the associated legion cruciate retaining non porous femoral component was returned and evaluated. A lab analysis conducted during this investigation indicated that no signs of damage or cement were observed on the returned component. No material or manufacturing deviations were discovered in this investigation. The manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the limited, translated information, the root cause of the surgeon using a cemented device without the use of cement cannot be determined, however user error cannot be excluded. The patient impact beyond the probable pain and revision procedure itself cannot be concluded. No further medical assessment is warranted at this time. Should the device or additional information be received, the complaint will be reopened.